Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product code is unknown therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter (B)(4) that during therapy a system error (se) 2267 occurred. The technical service representative (tsr) explained the alarm and the hp needed to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.